Event description:
New information received revealed the patient was stable.

Event description:
It was reported the patient with dizziness presented in clinic. Upon interrogation, it was observed the right ventricle (rv) lead was oversensing noise that resulted in pacing inhibition. Additionally, out of range impedance measurements and high capturing threshold was noted on the rv lead. The rv lead was capped and replaced on (B)(6) 2021.